Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history record review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed. Of those complaints found from the relevant lot and serial numbers, no manufacturing non-conformances were identified during the evaluation. While a definitive root cause was unable to be determined for those complaints, available information suggests that patient factors may have contributed to the reported events. A review of the IFU was performed. The user is warned that if a prestent fracture is detected with significant loss in valve functionality, reintervention should be considered. Long-term durability has not been established for the prestent. Medical follow-up is advised so that device related complications can be diagnosed and properly managed. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) has previously been initiated to assess the risks associated with alterra frame fracture. The pra documents the potential for frame fracture resulting in ongoing monitoring, which did occur in this event. No further escalation is required. A corrective action preventative action is not required because no edwards defect which could have resulted in the complaint was confirmed. The prestent fracture was confirmed through the provided medical records and fluoroscopy report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. A technical summary written by edwards lifesciences documented a review of available CT scans / imagery for patients with a fractured stent. As reported, ''during the patient's 5 year follow up visit post successful implant fluoroscopy revealed the patient's alterra pulmonic pre-stent was noted to have three wire frame fractures. This is an increase from two fractures noted during the patient's 6 month follow up visit. Those were described as one type 1 with a shift of a single strut and one type 2 with fracture of the two struts leading to one inflow apex.'' Furthermore, medical records and fluoroscopy report confirmed three fractures in total at the alterra inflow besides the previous two fractures identified previously. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the alterra clinical study, during the patient's 5 year follow up visit post successful implant, fluoroscopy revealed the patient's alterra pulmonic pre-stent was noted to have three wire frame fractures. This is an increase from two fractures noted during the patient's 6 month follow up visit. Those were described as one type 1 with a shift of a single strut and one type 2 with fracture of the two struts leading to one inflow apex. At that time the device was a clinical device not sold or marketed in the u.s. Medical records were received from the follow up visit. The stent remains well-positioned. Although there are 3 wire fractures of the inflow apices of the prestent there is no loss of structural integrity. The patient continues to be asymptomatic from a cardiac standpoint. Echo performed at the time showed ''excellent pulmonary valve function'' and a ''wonderful result.''

Manufacturer narrative:
Updated b4, g3, g6, and h2. B5 was corrected after an administrative review of the fluoro performed during the patient's 5 year follow up visit, which identified an additional fracture.

Event description:
As reported by the alterra clinical study, during the patient's 5 year follow up visit post successful implant, fluoroscopy revealed the patient's alterra pulmonic pre-stent was noted to have four wire frame fractures. This is an increase from two fractures noted during the patient's 6-month follow-up visit. At that time the device was a clinical device not sold or marketed in the united states. Medical records confirm the stent remains well-positioned. The patient continues to be asymptomatic from a cardiac standpoint. Echo performed at the time showed ''excellent pulmonary valve function'' and a ''wonderful result.''.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received for evaluation and a total of four (4) type 1 fractures were found at the inflow of the alterra prestent. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The present fracture was confirmed through the provided medical records and fluoroscopy report. A technical summary written by edwards lifesciences documented a review of available CT scans and imagery for patients with a fractured stent. As reported, ''during the patient's 5 year follow up visit post successful implant fluoroscopy revealed the patient's alterra pulmonic pre-stent was noted to have three wire frame fractures. This is an increase from two fractures noted during the patient's 6 month follow-up visit. Those were described as one type 1 with a shift of a single strut and one type 2 with fracture of the two struts leading to one inflow apex.'' The medical records and fluoroscopy report confirmed three fractures in total at the alterra inflow besides the previous two fractures identified previously. Based on the new information obtained there is an additional one (1) new fracture found at this timepoint. A total of four (4) type I fractures were identified at alterra inflow, including one new fracture and three fractures that were seen at previous timepoints. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The imagery review presented in the technical summary also suggested that fractures were most likely to occur where the stent apices aligned with bends in the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the complaint event.